Manufacturer narrative:
(B)(4).  The customer (biomedical engineer) advised physio-control that they have evaluated the device and verified the reported issue.  The defibrillation hard paddles assembly was replaced and proper device operation was observed through functional and performance testing.  The device has since been returned to the end user for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device was giving a "connect cable" message on the display when the device was in manual mode. The customer also indicated that the device is showing a lot of artifact when the therapy connector assembly is slightly moved. This issue would prohibit the device from being able to deliver consistent defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported device issue.